Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via survey that the insertion kept falling off his body, and had three infections on the insertion sites. Customer's blood glucose level was around 450 mg/dl and 495 mg/dl. Customer was then contacted via phone call. Customer reported the insulin pump alarmed failed battery test and the battery lasted 3 to 4 days. Customer declined to troubleshoot. Customer will not be returning the device for analysis.